Event description:
Customer called to report the pump's driver block was stuck and did not move even in the unlock position. Bgs were treated with manual injections. Device was not dropped, bumped, or exposed to moisture.